Event description:
It was reported that the patient presented to clinic and review of episodes showed the patient received inappropriate atp therapy for atrial fibrillation with rapid ventricular response due to programming. Programming changes were recommended and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.